Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/19/2019. The manufacturer's field service engineer (fse) evaluated the device was able to confirm the reported issue. During evaluation of the device, the fse identified poor contact with the power cord. The fse plugged in the power cord and the unit returned to normal operation. The fse concluded the issue was induced by the customer. The unit was tested and passed. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator lights keep blinking. The customer reported no patient involvement.